Event description:
Asr revision reported via sales, asr xl, right. Asr hip construct was explanted due to the patient's elevated metal ion levels. Update rec¿d: 11/24/2014 - medical records received. Doi provided. Patient revised to address discomfort and adverse local tissue reaction. Upon revision, corrosion on the trunnion was noted. The stem and sleeve are now being reported. The stem remained in situ. This complaint was updated on: 12/22/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Update rec'd 12/26/2014 - litigation papers received. Litigation papers allege pain, discomfort, malaise, swelling, bone and tissue damage, and excessive metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: 01/19/2015.